Event description:
The info provided to sjm indicated three yrs postoperatively, the pt presented with signs of heart failure with dyspnea. In (B)(6) 2014, transesophageal echocardiography revealed grade IV aortic insufficiency, associated with right pleural effusion. The pt was hospitalized (exact date unk). Intravenous medication was administered and the pt's condition greatly improved with elimination of the pleural effusion. A tavi valve is expected to be implanted within this trifecta valve.